Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia procedure on an unknown date and mesh was implanted. The patient reported experiencing severe pain and discomfort, along with thinning to a degree that the patient can no longer hold their bowel in. The patient further reported that it may be due to the mesh being stuck to the bowel and further surgery is needed. The patient is no longer able to work or complete minor tasks. The patient is experiencing urine retention, bowel problems, ptsd and anxiety. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.